Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2013; 5076-45, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was nearing eri (elective replacement indicator). It was noted that the battery depletion seemed accelerated, likely due to the patient's high vt (ventricular tachycardia) burden over the life of the device. Additionally, it was reported that the patient had stated "this has shocked me and saved me life hundreds of times. I've used up my battery." It was specifically noted that there was no complaint received from either the patient, physician, or hospital. The device was explanted and replaced. No patient complications have been reported as a result of this event.